Manufacturer narrative:
(B)(4). Born 1935. (B)(4). Concomitant medical products- persona cemented tibial component, catalog # 42532008301, lot # 62222438, persona cr articular surface, catalog # 42511000610, lot # 63561710, persona all poly patella, catalog # 42540000035, lot # 63563156. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00749, 3007963827-2018-00177, 0002648920-2018-00750. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, three weeks later,the patient was admitted to the hospital due to swelling and pain in the left knee, which was aspirated and showed no signs of growth. The patient returned again due to signs of infection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, persona the personalized knee system: pain, swelling and infection are known adverse cause of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.